Manufacturer narrative:
Updated: b4, g6, h2. Per the facility "the issue was not with the kit syringe, but the actual product syringe, therefore, this complaint is not associated with medline".

Event description:
Per the facility the syringe being used in the patient's pump was occluded and did not have a "hole" for medication to be administered.

Manufacturer narrative:
Per the facility the syringe being used in the patient's pump was occluded and did not have a "hole" for medication to be administered. Per the facility the patient did receive their medication via a different syringe. No additional information is available at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.